Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to improper functioning of the device by the user.

Event description:
On 3rd nov 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-4501, meniscal cinch¿ ii, the first implant was set properly but when triggered the second implant, the button was stuck. This was detected during an anterior cruciate ligament reconstruction and meniscus injury procedure. The procedure was completed successfully by using another new ar-4501. There were no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.